Manufacturer narrative:
Patient weight: (B)(6). The complainant was unable to provide the correct lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the bile duct was then deeply cannulated. The lower third of the main bile duct contained three stones, the largest of which was 7 mm in diameter. The main bile duct was diffusely dilated with a stone causing an obstruction. The largest diameter was 10 mm. The common hepatic duct, hepatic duct bifurcation, left main hepatic duct and right main hepatic duct were partially obstructed by what appeared to be a mass. The major papilla was located entirely within a diverticulum. A 9 mm biliary sphincterotomy was made with a traction standard sphincterotome using erbe electrocautery. There was no post-sphincterotomy bleeding. To discover objects, the biliary tree was swept starting at the middle third of the main bile duct. All stones were removed. No stones remained. The hepatic duct bifurcation and the left main hepatic duct were successfully dilated with a 4 mm balloon dilator. Cells for cytology were obtained by brushing in the hepatic duct bifurcation. Two 7 fr by 12 cm transpapillary temporary stents with a single external flap and a single internal flap were placed into the left hepatic duct. Bile and pus flowed through the stents. The stents were in good position. Both balloons popped when inflated in the bile duct. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.